Manufacturer narrative:
(Intervention required) - evaluation results: (neurological complications). (Elongation and twisting of the distal arch).

Event description:
A talent thoracic stent graft system was implanted in the patient for the endovascular treatment of a 6 cm fusiform thoracic aneurysm of the descending aorta, starting just distal to the left subclavian. The aneurysm also had a small proximal saccular part. The ascending aorta and arch had unremarkable anatomy without thrombus. The diameter of the aorta was 28 mm between the inominate and left carotid arteries, 31 mm between the left carotid and left subclavian arteries, 34 mm after the left subclavian, and then enlarged to 41 mm. There was some elongation and twisting of the distal arch. The great vessels all took off more from the ascending aorta than from the transverse arch. The patient has a history of lung cancer and radiation treatment near the aorta. It was reported that a left carotid-left subclavian bypass was performed several days prior to the thoracic endovascular repair. During the stent graft implant procedure, the physician implanted the talent thoracic stent graft with planned coverage of the left subclavian artery. The first graft started to misalign during deployment but ended up self-correcting and finished deploying with good alignment; however, the graft landed 10 mm too distal from the left subclavian artery. The second talent graft (MFR. Report # 2953200-2010-00089) was then delivered to the proximal side of the innominate artery, which was 12 mm in diameter. During deployment, about 3 stent rings were deployed, and then the nose cone very quickly moved or was pulled back across the arch; this may be related to user technique in efforts to avoid any misaligned deployment. The left carotid artery was completely covered by the second graft, and the innominate was 15 to 20% covered, such that there was still 8 to 9 mm of lumen of the innominate artery exposed. The angiogram showed that, even after being covered, the left carotid and left subclavian arteries still had noticeable perfusion. The physician then decided to perform a cut-down of the left carotid artery and used a "chimney" technique, after which a bare metal stent was implanted successfully in the left carotid artery to maintain perfusion. Three more talent grafts were implanted distally without issues, and the post-operative angiogram showed that the aneurysm sac was excluded successfully. The innominate artery remained 15 to 20% covered at the end of the case. Post-operatively, the patient was only semi-responsive upon awakening, the left side was weak. A stroke was diagnosed, and the patient has since made some recovery.